Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight:unk. (B)(4). See mfg. Report #2023826-2016-00185 for right eye (od). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -10.5 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault was reported, the lens was exchanged for a smaller lens on (B)(6) 2016 and the problem was resolved. Patient's last known ucva was 20/20 on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4). No other adverse events were reported outside of the lens exchange. (B)(4).